Event description:
The following was reported to gore: on (B)(6) 2026, patient underwent an endovascular procedure to treat an aneurysm utilizing a gore® excluder® thoracoabdominal branch endoprosthesis (tambe). Procedure went well. One (B)(6) 2026, patient complained of chest pain while in the hospital and it was noted that there was a new dissection (type b) proximal to the tambe up towards the left subclavian artery. Physician said cause of the dissection is unknown as it wasn't there prior to procedure. Patient was being treated medically before reintervention was planned. On (B)(6) 2026, patient underwent an endovascular reintervention with two gore® tag® conformable thoracic stent graft with active control system, which physician extended proximally from the tambe to left subclavian artery. On (B)(6) 2026, the patient expired. Physician notified field sales associate and stated that the type b dissection pushed the tambe device (distance unknown), which occluded the visceral vessels to the gut leading to blood flow blockages and CT scans showed that tambe top side was compressed leading to reduced blood flow within the device, however, when they were in surgery, the tambe device was patent possible due to blood pressure that was affecting the top side of tambe. Patient was also symptomatic and was advised coming in earlier in the week, which patient skipped and was then advised going to emergency department which patient did not do until reintervention procedure on (B)(6) 2026.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.